Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. With the available info, it is unclear if the device caused or contributed to pt injury.

Event description:
It was reported that a pump was delivering potassium chloride at a rate of 50cc/hr when the waveform to the cvp was dampened. The user stated that approx 15 inches of blood was observed in the IV line.